Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. The caller expressed concern over the device's current battery status indicator and monitoring voltage. The caller suspects that this device is depleting prematurely.